Manufacturer narrative:
The follow is being submitted to relay additional information. Updated: d4 updated: lot number o102318-d-rw. UDI number: (B)(4). H4 updated 25 oct 2018. H6 updated method 3331, 4109 and 10. H6 updated results 3252. H6 updated conclusion 12. Complaint sample was returned for evaluation. Reported event was confirmed. Investigation of the DHR did not reveal any process deviations or indications of manufacturing variations that would contribute to the observed failure mode. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as no trends were identified. The root cause was determined to be a design issue with redesign and testing being implemented.

Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Multiple MDR reports were filed for this event, please see associated report: 3006460162-2019-00078.

Event description:
It has been reported that during the placement of small stature spinal construct, tabs of the reduction towers fractured off. Fractured pieces were removed from the patient and the surgery was completed. No adverse events have been reported as a result of the malfunction.